Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left rupture. Device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst: unable to observe as it is a medical event that is not related to the device. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Reason for reoperation: silicone migration.

Event description:
Healthcare professional reported left rupture. Healthcare professional reported left rupture, silicone migration, ¿snowstorm appearance is present around 9-10oclock and 12-1oclock at the implant periphery, suspicious for a silicone extracapsular rupture.¿ lymphadenopathy, ¿a 9x3mm solid, hypoechoic lesion with a central echo and central vascularity is present at 3oclock, 7cm from nipple, possible intramammary lymph node¿ and cyst-ndr, ¿several simple cysts are present throughout, measuring up to 4mm¿ device has been explanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left rupture, silicone migration, ¿snowstorm appearance is present around 9-10oclock and 12-1oclock at the implant periphery, suspicious for a silicone extracapsular rupture.¿ lymphadenopathy, ¿a 9x3mm solid, hypoechoic lesion with a central echo and central vascularity is present at 3oclock, 7cm from nipple, possible intramammary lymph node¿ and cyst-ndr, ¿several simple cysts are present throughout, measuring up to 4mm¿.